Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h10: the returned advanix biliary stent was analyzed, and a visual evaluation noted that the stent was fractured in two pieces and a portion of the stent has the barb detached. No other problems with the device were noted. The reported event was confirmed. Based on all the gathered information and product analysis, most likely, the cause of the failure was manipulation of the device during removal of the scope, excessive force was applied when the stent was stuck, causing the analyzed failures. Therefore, the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific that an advanix biliary stent (upn and lot number unknown) was successfully implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the duodenum. The exact procedure date is unknown. During a planned stent removal procedure (the exact procedure date is unknown), when the physician attempted to remove the plastic stent with an exalt model d single-use duodenoscope, the advanix biliary stent became stuck in the scope. There was no information if a new stent was implanted in the patient. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the device analysis results. Stent detached/separated and stent barb torn. Please see block h10 for full investigation details.